Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 67-year-old female patient, the device displayed a "compressor fault - 2001" message. Complainant indicated that the clinician bag ventilated to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. However, log review indicates that the error was caused by outside factors such as the patient's condition, or accessories attached to the patient. The device was put through extensive testing without duplicating the report. No accessories were returned as part of this investigation. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend